Manufacturer narrative:
Further info surrounding the incident has been sought. A supplemental medwatch will be submitted when the investigation is completed. Reference exemption #: (B)(4).

Event description:
It was reported that while the ventilator was connected to an out of operating room cardio-surgery pt, there was an alarm delay of 30 seconds after a tube disconnection resulting in pt cyanosis with a desaturation of spo2 60%. The pt was bagged and after getting better the same ventilator was reconnected back to the pt and it functioned without any problems. The final pt outcome was no harm. (B)(4).

Manufacturer narrative:
No parts were exchanged. Our field service engineer examined the ventilator after the event and tested a disconnection situation while running on a test lung. The alarm was generated immediately and no delay was noted. The ventilator's logs were downloaded three days after the event therefore the event log does not cover the day of the event. We however received screen shots with event log but even these have a gap of 1 hour and 44 minutes but in the covered period there are check tubing, vtinsp over range, inspiratory flow over range, peep low and expiratory minute volume low. All these alarms can indicate a disconnect situation. There are however "alarms silenced" messages in the screen shots which indicate that the operator deliberately silenced the alarms. The silencing period is limited to 2 minutes, and if one of the silenced alarms ceases and then is activated again during this period, the audible part of this alarm may be perceived as delayed. The logs do not contain any technical alarms that would indicate a ventilator malfunction. The reported delay has not been confirmed and was not reproduced. The presence of alarms in the logs indicates that alarms were generated when the alarm conditions existed. The ventilator alarmed promptly without delay after the event and no fault was found.